Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the device was not available for evaluation. The exact root cause cannot be determined. The likely root cause is an obstruction to the anchor posting to the tip of the hemostasis sheath. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: manager cvl. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal footplate did not exit sheath. There was no patient injury, medical/surgical intervention required. The patient condition was ok. The outcome of the procedure was a success. Additional information was received on 27october2021: procedure prior to angio-seal use was peripheral vascular treatment. Sheath size used was a 6fr. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. Pre deployment angiogram was performed. The issue was with the final step, and during pull back the entire angio-seal was pulled out and realized the foot plate (anchor) did not exit the sheath. The doctor did indicate due to this being a peripheral vascular case they tend to have calcium be presented. That may be a contributing factor in this case. Manual compression was performed for hemostasis. The patient condition was stable. The blood loss was less than 250cc's. Procedure outcome was successful. There were no other equipment or other devices used with the involved product.